Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The device had a cracked case at the lcd window corners and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 109 mg/dl. It was stated that the alarm history also showed a motor position encoder error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.